Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. The device was stressed causing a leakage, moisture entered inside of the light guide (lg) lens from leakage point. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Warning: be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service confirmed the device was leaking due to a perforation in the bending section. The following additional defects were found by service during the evaluation: there was a crease on the insertion tube, the light guide lens was dirty, and the adhesive part of the bending section was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during maintenance, the subject device was leaking liquid from the bending section. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the inside of the light guide lens was dirty. This report is being submitted for the malfunction found by service during the device evaluation dirty light guide lens.